Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. Cannot determine when/if the cut in the lead occurred at implant or explant. There is a large amount of blood in the proximal coil.

Event description:
It was reported that the lead became dislodged and it was explanted and replaced. No patient complications have been reported as a result of this event.